Event description:
It was reported that an intima-ii y 24gax0.75in prn ec slm npvc had foreign matter during use. The following was reported by the initial reporter: "on (B)(6) 2021, during infusion treatment, the indwelling needle was found to have residual stains during the inspection , which could not be used, so it was immediately replaced without causing any harm to the patient."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9346129. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an intima-ii y 24gax0.75in prn ec slm npvc had foreign matter during use. The following was reported by the initial reporter: "on (B)(6) 2021, during infusion treatment, the indwelling needle was found to have residual stains during the inspection , which could not be used, so it was immediately replaced without causing any harm to the patient".